Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that on the sixth proximal row, a stent strut was lifted on one side, the stent appeared kinked at this point. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred due to handling of the device during unpacking. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75 x 12 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, when removing the protective cover of the stent, the middle third of the stent strut was found to be bent or angled. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75 x 12 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, when removing the protective cover of the stent, the middle third of the stent strut was found to be bent or angled. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was stable.